Event description:
It was reported during a lead revision (reference MFR. Report# 1627487-2019-00650, 1627487-2019-00652), the physician was unable to implant one of the two leads due to scar tissue from previous procedures. In turn, effective therapy was captured utilizing one lead.